Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship between the returned device and the reported incident. Visual inspection found no damages or manufacturing abnormalities on the controller. Visual inspection of the concomitant foot pedal and flow valve found no cosmetic damages. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within the specified ranges. There were no output issues found with the concomitant foot pedal and flow valve, but the valve led light did not work as intended. Green light did not glow, when valve is activated. The complaint was not be verified and a root cause could not be determined since the returned controller functioned as intended. Potential factors related to a "smoke" issue include: 1. A power surge to the subject controller. 2. Using an improper power cord or improper extension cord, or a loose power connection. 3. The "smoke" could have possibly been steam emitted from the tip of the activated wand. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy, while the generator was being used, smoke started coming out of the fan. It then made a squeaking noise. A backup device was available to complete the procedure with no delay or patient injuries.